Event description:
It was reported that during the surgical procedure the material stop working. No back-up device was available. No significant delay or patient injury was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A service assessment of the unit revealed the motor needed replacement. This confirmed the complaint and the root cause has been associated with a mechanical component failure. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.